Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms on electrodes 1, 2, and 3. Actions required as a result of the event was that a different product was used. No diagnostic testing or troubleshooting was performed it was not required. If there was a product issue the cause of the issue was not determined. Patient status at the time of the report was alive, no injury. There were no patient symptoms or complications associated with the event. The impedances occurred intra-operatively. Stimulation was not felt and the cause of the impedance issue was not determined.

Manufacturer narrative:
Analysis of the lead (sn (B)(4)) found that there was no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 355531, lot# n539902, product type: screening device. Product ID: 977a275, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n501403, implanted:(B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.